Manufacturer narrative:
As reported, the saber balloon (3mm4cm 90) was inserted and delivered to the lesion for inflation during an endovascular repair (evt) procedure. However, the balloon ruptured within their nominal pressure. The saber balloon was replaced with a new balloon catheter of a different size and the procedure was finished successfully. There was no reported serious injury. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. There were no visible signs of device/package damage prior to use. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device was prepped according to instructions for use (IFU). The device was prep normally. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17526106 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the bursts could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the dhrs nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the saber balloon (3mm4cm 90) was inserted and delivered to the lesion for inflation during an endovascular repair (evt) procedure. However, the balloon ruptured within their nominal pressure. There was no reported serious injury. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. There were no visible signs of device/package damage prior to use. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device was prepped according to instructions for use (IFU). The device was prep normally. The product was removed intact (in one piece) from the patient. The saber balloon was replaced with a new balloon catheter of a different size and the procedure was finished successfully.